Event description:
The following has been reported: biomed reported service needed alarm on a pump. Biomed ran test infusion and alarm returned. Biomed confirmed no patient harm and no report of issue stopping active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Mock infusion and log files confirmed the customer complaint. The fva pins were cleaned, the device passed multiple mock infusions without any issues. The lip seals will need to be replaced. Internal investigation found no other damage to the device.